Event description:
It was reported that during a port placement procedure, the sheath allegedly not ripped properly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure, the sheath allegedly not ripped properly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 6.5fr peel-apart sheath was returned for evaluation. Gross visual evaluation was performed. One half of the valve was noted to be attached under the valve cap (6.5 t-handle side). No valve was noted under the valve cap on the other half of the t-handle. Manufacturing site evaluation states that the sheath was completely peeled, it was observed that the top caps had remained in their corresponding halves, however, when observing the conditions of the sheath, it was observed that it had not separated properly, a large part of the valve was stuck to the half in t 6.5fr and the valve separated irregularly, the presence of the valve was observed under the top cap of the half in t bard. Therefore, the investigation is confirmed for the reported sheath separation problem and identified fracture and material separation issues. The definitive root cause was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 6.5fr peel-apart sheath was returned for evaluation. Gross visual evaluation was performed. One half of the valve was noted to be attached under the valve cap (6.5 t-handle side). No valve was noted under the valve cap on the other half of the t-handle. Manufacturing site evaluation states that the sheath was completely peeled, it was observed that the top caps had remained in their corresponding halves; however, when observing the conditions of the sheath, it was observed that it had not separated properly, a large part of the valve was stuck to the half in t-handle 6.5fr and the valve separated irregularly, the presence of the valve was observed under the top cap of the half in t-handle. Therefore, the investigation is confirmed for the reported sheath separation problem and identified fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath allegedly not ripped properly. The procedure was completed using another device. There was no reported patient injury.